Manufacturer narrative:
Age or date of birth - unk. Sex - unk. Weight - unk. Ethnicity - unk. Race - unk. Date of event - unk. Product code: unk. Model#/ serial#/ exp date/ catalog #/ lot#/ UDI#- unk. Implant date - unk. Explant date - unk. PMA/510(k): this product is not marketed in the us. Device manufacture date - unk. Claim# (B)(4).

Event description:
The reporter indicated that excessive vault was observed in the patient's right eye (od).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -10.00/1.5/099 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Excessive vault and glare/haloes were observed. Lens remains implanted. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h6 - work order search: no similar complaint type(s) were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 -10.00/+1.5/099 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on 15 jun 2021. Excessive vault and glare/haloes were observed. Lens was exchanged on 17 may 2022 for a shorter length lens and problem was resolved. Patient is happy and all fine. Claim (B)(4).